Manufacturer narrative:
It was reported that the cautery pencil activated spontaneously and a pt was burned. No other details were provided. No sample has been returned for evaluation. It is not known when or where the burn occurred during the procedure. The condition of the pencil or tip is not known. The extent of any injury to the pt was not provided. We have not been able to identify a root cause or need for any corrective action. However, due to the reported burn to a pt, this medwatch is being filed.

Event description:
It was reported that the cautery pencil spontaneously activated and a pt was burned.